Event description:
It was reported that the fiber was noticed to have commenced forward firing at 116,139 joules during prostate vaporization. This is the second fiber used in this procedure; the first fiber was also observed to have forward fired after use (reference MFR report #2937094-2012-00030). The procedure was completed with a third fiber. Neither the pt nor the end user experienced any injuries as a result of this event.